Event description:
The manufacturer received information alleging a ventilator had low volume. The user reported the ventilated volume did not increase as usual. The vte value which was usually around 300ml increased up to only single digit and spo2 did not increase beyond 95%. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device allegations were not confirmed. The vte increased up to 3 digits. It is assumed that an occlusion occurred in the mask or inside the device which led to decrease in the leak and the reported issue was caused. No abnormality was confirmed with the device. The following parts were replaced preventatively: blower, outlet flow path, right side assembly. The unit was cleaned and functionally tested.